Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-10061t angel prp kit had an issue. The tubing had a hole in it near the rotor, not allowing the blood to flow from the holding to the chamber. The issue was discovered during the surgery. Another tubing was swapped, and the case was completed with no adverse effects to the patient. This was discovered during use with no patient harm. Additional information has been requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 8/24/2023, the sales representative provided the following information via email: this occurred during a prp injection procedure. When a hole was noticed in the tubing, blood leaked outside of the device. The site was decontaminated with peroxide and a water wash. An additional spin had to be performed to complete the procedure. Additional information has been requested. On 9/12/2023, the sales representative provided the following information via email: this occurred in a clinical setting with no anesthesia. The case was delayed for over 15 minutes.